Manufacturer narrative:
(B)(4).

Event description:
It was reported that the app would not read the transmitter. Data was evaluated and the allegation was confirmed as a signal loss gap lasting longer than one hour was observed. The probable cause was determined to be no communication leading to a gap in the data logs. The reported event of the app not reading the transmitter is reportable based on the finding of a signal loss gap lasting longer than one hour. No injury or medical intervention was reported.